Event description:
The customer reported a blurry image during an unspecified procedure involving an Olympus gastrointestinal videoscope. There was no patient injury reported.

Manufacturer narrative:
This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026 which may result in a delay of receipt of all of the acknowledgements. The device was returned to Olympus for inspection, and the reported failure was confirmed.Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.The date of event is unknown. Additional information will be provided if available.